Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer stated that they received an erroneous result when testing one patient with accu-chek inform ii meter serial number (B)(4). The patient was being prepared for surgery when tested. The patient has a history of uncontrolled diabetes. At 9:10 a.m., a sample from the patient was tested on the meter, resulting with a glucose value of 65 mg/dl. At 9:43 a.m., a sample from the patient was tested on the meter, resulting with a glucose value of 48 mg/dl. Due to the low value, laboratory testing was ordered for the patient. At 9:48 a.m., a sample was collected from the patient and tested with a laboratory method, resulting with a glucose value of 68 mg/dl. Sometime after 10 a.m., juice was provided to the patient. At 10:27 a.m., a sample from the patient was tested on the meter, resulting with a glucose value of 128 mg/dl. No adverse events were alleged. The patient's condition had been normal for his surgery and hospital stay. The patient is currently fine and as of 01:18 p.m. On (B)(4) 2018, he was in post-surgery. The patient had no food or drink leading up to the surgery. The customer's product was requested for investigation and replacement product was sent to the customer.

Manufacturer narrative:
Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.

Manufacturer narrative:
The customer did not return any materials for investigation. The investigation was unable to find a definitive root cause.